Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6) .h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer states tubes are not filling properly, low vacuum observed.

Event description:
Report 2 of 2. It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer states tubes are not filling properly, low vacuum observed.

Manufacturer narrative:
The following was updated: e.1: (B)(6). H.6 investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.